Event description:
Information was received indicating that it was observed that this cadd legacy plus pump gave error "no disposable clamp tubing alarm" while in-use with a patient. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be duplicated. Service will replace both downstream occlusion sensor and upstream occlusion sensor; reload pmu software to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.